Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) drape was analyzed and found to the sterile adapters for each arm connected and passed recognition and engagement. Spin test was performed and passed. The drapes were installed with no issues observed. For clarification, the drapes were returned with a detached ring, however after re-installing the ring the testing and inspections passed. A visual inspection was performed and passed due to no visual damage observed. There was no problem detected. The complaint regarding the ring comes off was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the ring-shaped attachment part on the single port (sp) drape comes off. Upon closer inspection, it appeared that the inner lattice-like plastic was supposed to rotate, but instead it rotated along with the outer ring, causing it to come off the da vinci arm and fall off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the drape came off many times during the procedure, but they used the same drape during entire procedure.